Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the ventricular and atrial channels, suspected to be due to lead damage. Provocative tests were recommended; the system remains implanted. Patient condition was good. No further information available.